Event description:
It was reported that during replacement of a competitor implantable cardioverter defibrillator (ICD) it was not possible to disconnect the atrial lead. It was noted that the tip was completely locked. The atrial lead was cut, capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).